Manufacturer narrative:
D4: possible lot #: 6000466. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a plunger position failure occurred while running the test. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for analysis. The service history review identified no previous repair history. The customer complaint was confirmed by running the occlusion test which verified the errors as they occurred during the test. The plunger cable was also damaged. The main cause of customer¿s complaint was the damaged plunger cable. The device was repaired by replacing the plunger cable. After installing and replacing the parts, the device passed all the testing and is fully operational.